Event description:
A customer contacted beckman coulter inc. (Bec) and reported that unicel dxc 800 pro synchron clinical system generated eight (8) false low sodium (na) results. When parallel testing indicated that recovery was low, the samples were repeated on a different instrument and six (6) reports were amended. The customer amended chloride results as well, but the differences in all the cl results were within the precision of the assay. Treatment was not initiated or withheld based upon the results reported.

Manufacturer narrative:
Samples were serum. Na qc prior to the event was at the low end of the lab-established range. Qc after the event was out low. Bec field service engineer (fse) found gel in the ion selective electrode (ise) drain. While on site, the fse performed ise preventive maintenance and verified performance.